Event description:
The customer reported to customer service that transformer for her pump in style advanced breast pump came apart, exposing the inter electronics which is a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The prod involved in this complaint has not been evaluated at this time. Therefore no conclusion can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increase to further protect the transformers during shipping.